Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient verified there were no extra background applications. Patient was advised to forget bluetooth devices, re-install the g5 application, try another sensor and re-pair the transmitter, which was unsuccessful. No additional patient or event information is available.